Event description:
The device was used during a laparoscopic herniotomy procedure. Reportedly, the staples did not form properly and the instrument jammed. The hospital has reported no pt injury occurred.